Manufacturer narrative:
The reported device was not available for eval and a lot number was not provided. Without the device or lot number, we are unable to review the device history records. Without the reported device, we were unable to confirm the reported issue and determine a root cause. Trending for the reported issue on this product had not been detected. When the device becomes available for eval, an investigation will be conducted and a follow-up report will be made.

Event description:
Just following up on concerns by dr (B) (6) regarding the use of the "revised" tear drop babcock. He used them in a case today - lap (B) (6). A (B) (6) year old pt with normal bmi and no significant medical history. The babcock tips caused several serosal injuries to the stomach. We captured a few pictures to show the serosal tears.